Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') in an adult female patient who had essure (batch no. 50701223) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding, stress urinary incontinence, polycystic ovaries and chronic cervicitis. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2013 to (B)(6) 2013 for contraception as well as ibuprofen since (B)(6) 2013, nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), anxiety ("mental anguish") and migraine ("migraine headache"). In 2013, the patient experienced depression ("depression/psych injury"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("abdominal pain"), hypersensitivity ("allergy- other"), headache ("headaches") and stress urinary incontinence ("bladder & urinary problem changes"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, migraine and headache was resolving, the genital haemorrhage, abdominal pain, hypersensitivity, depression, anxiety and stress urinary incontinence outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, stress urinary incontinence and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff has suffered emotional anguish because of the essure device. Discrepancy noted in essure insertion date-(B)(6) 2006 and (B)(6) 2013., (B)(6) 2013 plaintiffs received treatment for pelvic pain, abdominal pain, general abnormal bleeding. Four coils were visualized on the right side and one coil was visualized on the left side. Discrepancy noted: earlier the patient underwent essure confirmation test, but in current pfs it was given she did not underwent essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Lot number:50701223, manufacture date: 2012/11, expiration date: 2015/11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-mar-2020: plaintiff fact sheet received. Event stress urinary incontinence added. Product, patient & reporter information updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation'), device dislocation ('migration') and pelvic pain ('physical pain/ pelvic pain') in an adult female patient who had essure (batch no. 50701223) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding, stress urinary incontinence, polycystic ovaries and chronic cervicitis. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2013 to (B)(6) 2013 for contraception as well as ibuprofen since (B)(6) 2013, nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), anxiety ("mental anguish") and migraine ("migraine headache"). In 2013, the patient experienced depression ("depression/psych injury"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("abdominal pain"), hypersensitivity ("allergy- other"), headache ("headaches") and stress urinary incontinence ("bladder & urinary problem changes"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, abdominal pain, depression, anxiety and stress urinary incontinence outcome was unknown, the pelvic pain, genital haemorrhage, hypersensitivity, vaginal haemorrhage and menorrhagia had resolved and the migraine and headache was resolving. The reporter considered abdominal pain, anxiety, depression, device dislocation, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, stress urinary incontinence, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff has suffered emotional anguish because of the essure device. Discrepancy noted in essure insertion date-(B)(6) 2006 and (B)(6) 2013., (B)(6) 2013 plaintiffs received treatment for pelvic pain, abdominal pain, general abnormal bleeding. Four coils were visualized on the right side and one coil was visualized on the left side. Discrepancy noted: earlier the patient underwent essure confirmation test, but in current pfs it was given she did not underwent essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Lot number:50701223 manufacture date: 2012/11 expiration date: 2015/11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. New event added: uterine perforation and device dislocation. Event outcome updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation'), device dislocation ('migration') and pelvic pain ('physical pain/ pelvic pain') in an adult female patient who had essure (batch no. 50701223) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding, stress urinary incontinence, polycystic ovaries and chronic cervicitis. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2013 for contraception as well as ibuprofen since (B)(6) 2013, nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleedingmenorrhagia"), anxiety ("mental anguish") and migraine ("migraine headache"). In 2013, the patient experienced depression ("depression/psych injury"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("abdominal pain"), hypersensitivity ("allergy- other"), headache ("headaches") and stress urinary incontinence ("bladder & urinary problem changes"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, abdominal pain, depression, anxiety and stress urinary incontinence outcome was unknown, the pelvic pain, genital haemorrhage, hypersensitivity, vaginal haemorrhage and menorrhagia had resolved and the migraine and headache was resolving. The reporter considered abdominal pain, anxiety, depression, device dislocation, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, stress urinary incontinence, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff has suffered emotional anguish because of the essure device. Discrepancy noted in essure insertion date (B)(6) 2006 and (B)(6) 2013. Plaintiffs received treatment for pelvic pain, abdominal pain, general abnormal bleeding. Four coils were visualized on the right side and one coil was visualized on the left side. Discrepancy noted: earlier the patient underwent essure confirmation test, but in current pfs it was given she did not underwent essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Lot number:50701223, manufacture date: 2012/11, & expiration date: 2015/11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (batch no. 50701223) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding, stress urinary incontinence, polycystic ovaries and chronic cervicitis. Concomitant products included medroxyprogesterone acetate (depo provera) from 2013 for contraception as well as ibuprofen since (B)(6) 2013 , nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), anxiety ("mental anguish") and migraine ("migraine headache"). In 2013, the patient experienced depression ("depression/psych injury"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), hypersensitivity ("allergy- other") and headache ("headaches"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, migraine and headache was resolving, the genital haemorrhage, abdominal pain, hypersensitivity, depression and anxiety outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff has suffered emotional anguish because of the essure device. Discrepancy noted in essure insertion date (B)(6) 2006 and (B)(6) 2013 plaintiffs received treatment for pelvic pain, abdominal pain, general abnormal bleeding. Four coils were visualized on the right side and one coil was visualized on the left side. Discrepancy noted: earlier the patient underwent essure confirmation test, but in current pfs it was given she did not underwent essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Lot number:50701223 manufacture date: 2012/11 expiration date: 2015/11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (batch no. 50701223) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding, stress urinary incontinence, polycystic ovaries and chronic cervicitis. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2013 to (B)(6) 2013 for contraception as well as ibuprofen since (B)(6) 2013, nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), anxiety ("mental anguish") and migraine ("migraine headache"). In 2013, the patient experienced depression ("depression/psych injury"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), hypersensitivity ("allergy- other") and headache ("headaches"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, migraine and headache was resolving, the genital haemorrhage, abdominal pain, hypersensitivity, depression and anxiety outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff has suffered emotional anguish because of the essure device. Discrepancy noted in essure insertion date (B)(6) 2006 and (B)(6) 2013, (B)(6) 2013 plaintiffs received treatment for pelvic pain, abdominal pain, general abnormal bleeding. Four coils were visualized on the right side and one coil was visualized on the left side. Discrepancy noted: earlier the patient underwent essure confirmation test, but in current pfs it was given she did not underwent essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 23-sep-2019: pfs and mr received- new events abnormal bleeding (vaginal), abnormal bleeding(menorrhagia) and migraines / headaches were added. Psych injury was updated to depression. Reporter information was added. Lot number, medical history and concomitant drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.